Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: alert date, brand name, device product code, manufacturer name/address, catalog #/lot #, date rec. By MFR, PMA/510(k) #, manufacture date. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
As a result of the implantation of the depuy asr xl acetabular hip replacement system, pt was caused to suffer injuries including, but not limited to, severe pain and suffering, which resulted in emotional distress and a loss of enjoyment of life, due to the knowledge that he could at any time be subjected to further injuries associated with the device, as well as by the knowledge that he might be advised to undergo additional surgery to correct, remove and/or replace the device in the future.